Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, it was discovered that the atrial lead exhibited noise leading to oversensing and triggering auto mode switch episodes. No changes were made. Patient will continue to be monitored. There were no patient consequences.